Event description:
It was reported that the cutting wire on the balloon dilator broke. The event occurred during a therapeutic endoscopic sphincterotomy with balloon dilation (esbd), which was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the cutting wire on the balloon dilator broke was identified. It is likely the result of the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view.; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.